Event description:
It was reported that the customer passed away, with the cause of death identified as pneumonia and heart attack. It was reported that a hypoglycemic event occurred the day before the death and that the pump was worn at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.